Event description:
On initial contact, dentist reported device overheating, and burned a pt. Attempted to contact dentist on 10/09/2009 and 10/14/2009 to obtain additional info, but not able to do so.